Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a loose black speck was observed in the tubing of a clearlink system continu-flo solution set. This was noticed during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection and laboratory analysis were performed which identified an embedded particle outside the fluid path. The particle was identified to be burned resin. The reported condition was verified. The cause was related to the extrusion process during manufacturing. However, particulate embedded and outside the fluid path is not likely to cause or contribute to a death or serious injury and does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.